Manufacturer narrative:
Unit received with cracked and bleeding lcd. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The cracked was on lcd screen while playing sport. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp's instruction. The insulin pump will be returned for analysis.